Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding instability involving a triathlon ps insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed because, although three x-rays were received, insufficient medical records were received for review with a clinical consultant as requested medical records were not provided. -device history review: not performed as a lot code for the subject device was not provided. -complaint history review: not performed as a lot code for the subject device was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root a cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker orthopaedics. If the device and / or additional information become available, this investigation will be reopened.

Event description:
Patient has an unstable knee.

Event description:
Patient has an unstable knee.